Event description:
Customer called to report a bowl leak that occurred during a treatment procedure. Name and function of complainant: same as reporter. Customer called to report that during the 1st cycle (out of 6 cycles) there was a noise and then customer observed bowl split at the bottom into two. Customer was able to remove the bowl parts out of centrifuge, and blood went down into the overfill bag from the centrifuge. Patient is feeling well and treatment was restarted on 2nd instrument. Service order (B)(4) dispatched to service serial number (B)(4). Customer did not return product for investigation.

Manufacturer narrative:
Batch record review of lot b713 was conducted. There were no non conformances for this lot. Lot met release requirements. Complaint lot review conducted and no add'l complaints for centrifuge bowl leak were reported to date for this lot. No trends were detected. Service order (B)(4). Field engineer observed that blood went to the vacuum tubings and that the 'o' ring was in the wrong way. Field engineer dismounted centrifuge, repaired and cleaned everything. The check out procedure was performed successfully. Instrument now performs per specifications. Report sent via email to customer. The assessment is based on info available at the time of the investigation. No product return was rec'd from the customer for investigation. The root cause for this complaint cannot be determined based solely on the info provided by the customer. (B)(4).